Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument was not closing properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the initial reporter for follow up, however they did not have additional information to provide on the reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a severely bent grip tip. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip applier could not be closed properly. Components adjacent to this severely bent grip do not show damage. Additional finding not related to customer reported complaint: the instrument was found to have a dislodged flush tube guide. The instrument's housing was removed, and the flush tube guide was found to be dislodged. This causes rattling in the housing. The complaint was confirmed by failure analysis.